Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer was able to clean the pneumatic tap on the pump and successfully loaded a new cartridge to resume insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.